Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that their last infusion set was not functioning properly as the customer's blood glucose level went up to over 400 mg/dl. They treated the high blood glucose with a bolus but his blood glucose level kept going up after an hour. They used a syringe to give a bolus. They were assisted with priming the insulin pump with a new set and old reservoir. The customer's blood glucose level was 430 mg/dl and then went up to 450 mg/dl after the bolus. The caller declined troubleshooting for high blood glucose. The device will not be returned for analysis.